Event description:
A us distributor reported that a patient's electrode belt was damaged and patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code, damaged connector) has been confirmed. Upon investigation the electrode belt does not communicate with the monitor and displays a service code 204. The cause of the failure was an open yellow wire in the trunk cable. The root cause for the damaged cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.